Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead was dislodged. During the lead revision procedure, the implantable cardioverter defibrillator (ICD) set screw could not be engaged. The physician elected to explant and replace the ICD and ra lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the ra lead exhibited impedance, threshold, and sensing issues. Diagnostic imaging was performed to confirm the ra lead dislodgement.